Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon however there was evidence that the balloon was used and inflated due to the presence of solidified contrast media. Tip showed no signs of tip damage. Damage was identified on multiple blades. Blade 1 had a 2mm portion of the distal end of the proximal segment detached and the entire distal segment was detached. Blade 2 had a 2mm portion of the distal end of the proximal segment detached and the entire distal segment was detached. Blade 3 had a 1mm portion of the mid proximal segment detached and a 3mm portion of the proximal end of the distal segment was detached. All blade pads were intact. Inflation was performed to better assess the blade damage. The device was attached to an encore inflation unit and the balloon was inflated successfully without issue.

Event description:
Reportable based on device analysis completed on 22sep2025. It was reported that the balloon failed to cross the lesion. The 97% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device failed to cross the lesion the wolverine. The procedure was completed with another cutting balloon. There were no patient complications. However, device analysis revealed a blade detachment.